Event description:
During a coronary drug eluting stenting treatment procedure, difficulty was encountered retracting the stent back into the guide catheter. The physician was unable to cross the lesion and elected to retract the delivery/stent device back into the guide catheter. It is noted that this is against directions for use (dfu). While attempting to retract the delivery/stent device back into the guide catheter, the physician felt resistance and stopped withdrawing. The physician removed the entire system (guide catheter and stent delivery system) as one and completed the procedure with another guide catheter and taxus express2 3.0 x 32 mm drug eluting stent. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good".